Event description:
The pt suffered a stroke 11/2003. An initial placement gastrostomy tube was inserted 12/03 because of swallowing problems caused by the stroke. The tube had been in place 25 days, when it occluded during the night shift. The nurse flushed it with 50ml warm water, but within 30 minutes the pt experienced abdominal pain and a blood return inside the g tube. A physician examined the pt and noted that the abdomen was not rigid, but the tube feeding was stopped as a precaution. The following morning, the pt was taken to surgery and under local anesthetic, the tube was removed. Antibiotic coverage was started. Nasogastric feeding resumed 1/04, the reporting physician attributed the displacement of the internal retention dome to unintentional traction on the tube itself from the bed rail.